Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day post implant, the patient presented with weakness. Electrograms recorded the patient's heart rate in the 40s, which was below the programmed lower rate of the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.